Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level went low (40 mg/dl) following boluses via the pump. Reportedly, the carbohydrate ratio setting needed to be adjusted. Orange juice was consumed to address bg level. Tandem technical support guided the customer through adjusting the pump settings.